Event description:
During a pacemaker generator exchange procedure the plasma-blade was activated and the pacemaker pacing output was reduced to 30bpm, therefore, patient hr was reduced to 30bpm. Plasma-blade activation was ceased and after approximately 30-40 seconds the pacemaker output and patient's hr returned to a normal rate of 60 bpm (patient is pacemaker dependent). Temporary pacing was available but not utilized as pacemaker output and patient hr recovered before the temporary system could be utilized (30-40 seconds). Surgeon used the plasmablade again after the new st. Jude pacemaker was implanted and activation of the plasmablade did not impact pacemaker functionality. St. Jude identity was the pacemaker involved in the reported incident. St jude has released a document stating that electrosurgery may have an impact to the functionality of older model st. Jude pacemakers and recommends no electrosurgery devices to be used.

Manufacturer narrative:
Product event: (B)(4). Method: generator still in use and facility not returning for investigation. Eval code results: generator still in use and facility not returning for investigation. Eval code conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.